Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: why did stapleline need to be reinforced (what was issue with stapleline)? The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was reinforcing the staple line with the clips from the device and found several clips were malformed and scissored. Case completed with another device of a different product code. There were no patient consequences reported.